Event description:
The initial reporter alleged that results for six patient samples tested with the elecsys hbsag ii assay on the cobas e411 rack were identical, each yielding a result of 0.001 cut-off index (coi). Repeat measurements of the same samples were conducted, and all results were non-reactive but with higher coi values. The customer continued using the same reagent and did not observe any further issues with patient results.

Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6)). The investigation determined that the hbsag g2 elecsys cobas e 100 assay performed within specifications. Calibration and quality control data were reviewed and found to be within expected ranges. Repeat measurements of the affected samples yielded non-reactive results with higher cut-off index (coi) values. No general reagent issue was identified and a definitive root cause could not be confirmed. The device remained in operation at the customer site, and no further issues with patient results were reported.